Manufacturer narrative:
Two potential lot numbers were provided for this incident. The information for each lot number is as follows:  medical device lot #: 5344414, medical device expiration date: 2020-12-31, device manufacture date: 2016-01-18. Medical device lot #: 5344415, medical device expiration date: 2020-12-31,  device manufacture date: 2016-03-03. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a health worker found several ¿loose foreign matters¿ on the needle of a bd hypoint¿ hypodermic needle when he checked the needle before injection. There was no report of injury or medical intervention.

Manufacturer narrative:
Results: bd received 2 samples and four photos from the customer in support of this complaint. Both the samples and the photos showed the reported defect. A review of the device history record revealed no irregularities during the manufacture of the reported lot number. The fms observed on the returned sample 1 and 2 are the same. Returned samples were sent for ftir. From sample 1, orange fms observed are poly(ester urethane), transparent fm#1 is polypropylene and transparent fm#2 is polycarbonate. From sample 2, transparent fm on cannula is polypropylene. Conclusion: for the transparent fms found in sample 1 and 2, there is enhancement made to the vacuum block in hypoint assembly process. The affected production batches are produced prior the improvement action performed in july 2016. From the ftir analysis, it is suspected that it may come from general purpose tubing. The sensor tubing for the hypoint shield presence sensor may have abrasion with the machine during production and result in the orange fm. No CAPA is required.